Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker and the leads were eroded throughout the pocket. The pacemaker and leads were explanted due to infection and erosion. The patient was stable throughout.

Event description:
New information received indicated that the temporary lead was explanted and new pacemaker system was reimplanted on (B)(6) 2025. The patient was stable throughout the procedure.